Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement of two proglide devices was attempted using the pre-close technique via a 6 f sheath relative to an endovascular aneurysm repair procedure. Reportedly, both proglide devices misfired during closing. The method of achieving hemostasis was not provided. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported device misfired was not confirmed as not all components were returned for analysis. In addition, analysis of the retuned device found a needle tip separation. The detached needle tip was not returned with the proglide device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.